Event description:
It was reported that within one day post implant, that the right atrial lead (ra) lead dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the distal conductor fractured due to overstress, the outer insulation was breached cut and there was blood in/on the helix mechanism. The analyst commented that the lead was received with the helix fully retracted and the distal conductor distorted and fractured within the connector. The distal conductor has been over-retracted and fractured in the connector.